Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters experienced catheter shearing. The following information was provided by the initial reporter: actually the issue was that the 24g catheters were having issues with the tips fraying when we try to thread them into the vein so when you look at it after the needle has been retracted the tip appears broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1134896. Medical device expiration date: 2024-04-30. Device manufacture date: 2021-05-17. Medical device lot #: 1190231. Medical device expiration date: 2024-06-30. Device manufacture date: 2021-07-09. Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1134896. Medical device expiration date: 2024-04-30. Device manufacture date: 2021-05-17. Medical device lot #: 1190231. Medical device expiration date: 2024-06-30. Device manufacture date: 2021-07-09. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters experienced catheter shearing. The following information was provided by the initial reporter: actually the issue was that the 24g catheters were having issues with the tips fraying when we try to thread them into the vein so when you look at it after the needle has been retracted the tip appears broken.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters experienced catheter shearing. The following information was provided by the initial reporter: actually the issue was that the 24g catheters were having issues with the tips fraying when we try to thread them into the vein so when you look at it after the needle has been retracted the tip appears broken.